Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 08l44 that has a similar product distributed in the us, list number 6l22, with PMA number p080023.

Event description:
The customer observed a false nonreactive architect anti-hbc ii for a 65-year-old male. The patient was on dialysis and receiving anti-viral treatment for hepatitis b. The following information was provided: initial anti-hbc result= negative; repeat results performed on yhlo platform with a different sample at a later date= positive. Additional results provided: hbsag result= positive; all other hepatitis results= negative; nat result= positive hbsag result on yhlo platform with a different sample collected at a later date= positive; all other hepatitis results were negative there was no impact to patient management reported.